Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure, she can hardly see from her right eye and is having really bad headaches. She was informed that a "film" could be removed. She also indicated that she has not seen her health care professional regarding this issue. The lens remains implanted. Additional information has been requested.